Manufacturer narrative:
Correction to FDA patient code provided.

Manufacturer narrative:
Correction to FDA patient code provided.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system unexpectedly exited the cranial software. In trouble-shooting, following calibration of a suretrak instrument, they left the navigation system and about 2 minutes later the software exited and returned to the application launch page. They launched the sw and patient registration was maintained. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction to FDA patient code provided.